Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coating material found peeling off occurred by applying stress to the insertion section such as the following: ·physical stress such as rubbing or hitting insertion section ·chemical stress from reprocessing not recommended by IFU (reprocessing manual) ·stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) The event can be detected/prevented by following the instructions for use which state: ¿IFU (operation manual) warns against applying external stress to insertion section as follows: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns against reprocessing not recommended by reprocessing manual as follows: 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns against inferior storage environment of the device as follows: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no leakage from the channel, though there was one at the distal end. As noted in b5, the coating material was found peeling away from the device. Additionally, the distal end, connecting tube, as well as the control unit were all found dirty. Other device wear and tear was also noted in the form of scratching, shaves, and pinholes. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing routine maintenance on his olympus bronchovideoscope, an air/water leakage was noted from the channel. This event had no patient involvement. During the device evaluation, it was discovered that the coating material was found peeling off the unit. This report is being submitted to capture the peeling coating material found during the device evaluation.